Event description:
This procedure was to extract cardiac leads for re-implantation of an ICD. A spectranetics glidelight laser sheath was used for extraction. After the final lead was extracted, anesthesia noted an effusion behind the rv. A hole was identified in the rv and repaired. A sternotomy was performed to gain better visualization which revealed a tear in the svc as well. Both injuries were successfully repaired and the new rv lead and ICD were implanted. The patient survived the procedure. This report will be made against the glidelight as a potential mechanism of injury.